Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station did not allow user to authenticate. A technical support specialist found that the information technology team made a password change. Updated the server user domain configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user from login to the station. The customer stated that there was a delay in accessing the medication. There were no adverse events or injuries reported based on this event.